Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the doctor "was placing the prosthesis and crimping the loop, the shaft broke up. It had to be extracted from middle ear and replaced by another prosthesis of the same model.&#55316;here was no patient injury reported as a result of this event.

Manufacturer narrative:
On 12/07/2015: the device was received for evaluation. Condition upon receipt: 1 un-sealed sample, part number 1156604, from lot number 0208063417. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). Evaluation: when compared to the assembly drawing 63d3014 revision d: visually, there was a break point just proximal to the hook which would have resulted in the reported event. When viewed under magnification, there were tool marks on both sides of the break and the shaft was bent. A review of the last 2 years of complaint data showed no other similar reports against this part number. The complaint was confirmed for the alleged malfunction [shaft broke while crimping the loop]. Based on the available evidence and information the most likely underlying cause is consistent with mishandling. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.